Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer allows the insulin pump to treat with auto mode and if their blood glucose gets too high then she will treat with a syringe. Customer stated they also noticed when getting multiple alarms her insulin pump did not respond right away when clearing an alarm. Customer's blood glucose level was 238 mg/dl. The device was not returned.